Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege pt has suffered serious injury and harm including constant pain and discomfort in her thighs and hip-joint and sudden jerks and movements of her leg.